Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional classification codes: classification code: hrx. Other UDI: (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part # 314.745s lot # h080188. Release to warehouse date: 17 may 2016. Expiration date: 31 may 2018. Manufactured by (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the femur was being reamed distally for this procedure, however, there was a strange jerking motion on the shaft. After investigation, the plastic from the sheath had ripped straight through leaving the reamer and the distal part of the plastic shaft in the canal. They were able to remove it with no consequence to the patient. The surgery was prolonged about 20 minutes. The broken part was removed from the patient. No information available about patient condition and outcome. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).